Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. High power visual inspection of the header and lead barrel noted a hole in the tip seal plug and body fluid contamination throughout the lead barrel. No obstructions were noted in the lead barrel. This verifies the inner dimensions of the lead barrel and terminal blocks and also verifies proper setscrew travel into the terminal block the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routine implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed noise and oversensing which was present on the electrogram (egm) during initial product testing it was noted that there was no external sources of interference during the procedure and the patient is not pacer dependent. The physican elected to remove and replace the device and lead. The products were returned for analysis. No adverse patient effects were reported.